Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) ran diagnostics and all bins were tested. No problems were found, and all bins tested successfully. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator when actions such as remove, inventory, or outdate were performed on a helmer fridge bin, the fridge and pocket unlocked; however, there was no response from the medstation to indicate open or closed status. The system was unable to accept, continue, or cancel the action, requiring a forced device restart. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.